Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) is too close to the collar bone; moves around and is bothersome. It was also reported that the ipg is going off very fast. While in bed and with movement of the feet patient can feel heart racing. No patient follow up with physician is noted to date and the ipg remains in use. No patient complications have been reported as a result of this event.